Event description:
During implant procedure, the insulation on the right ventricular (rv) lead was visually confirmed to be rippled. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.